Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received multiple inappropriate anti-tachycardia pacing due to oversensing of noise on the right ventricular channel. No inappropriate shock or pacing inhibition was noted. The automatic gain control was reprogrammed, and the crt-d remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient later received another round of inappropriate atp, in addition to an inappropriate shock for atrial fibrillation, which was seen on the right ventricular (rv) channel and interpreted as ventricular fibrillation. At a check-up, all parameters were within range, with no farfield oversensing detected on the rv channel as the patient was in sinus rhythm. Provocative maneuvers were performed and did not elicit any noise. X-ray imaging showed the rv lead may be positioned more posteriorly; however, no lead details were provided. The physician decided to increase the automatic gain control and the crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received multiple inappropriate anti-tachycardia pacing due to oversensing of noise on the right ventricular channel. No inappropriate shock or pacing inhibition was noted. The automatic gain control was reprogrammed, and the crt-d remains in service. No adverse patient effects were reported.